Event description:
It was reported that a patient presented to clinic for follow up, the left ventricle (lv) lead exhibited loss of capture. The lv lead was capped on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.